Manufacturer narrative:
The serial number was not provided, therefore, the manufacture date is unknown. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message when the hme board was replaced during a service. There was no patient involvement.